Manufacturer narrative:
(B)(4). Batch # p58h56. Event day unknown. Only month ((B)(6)) and year (2018) known. Photo evaluation: there was no sample received for analysis. Only 1 picture of the sample were received for analysis. The photo show a portion of the carton showing the product code of the carton box, which is for a cdh25a device, it also show a portion of the device carton inside which is for a cdh29a device. Refer to the physical analysis for further information. The information provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. Device evaluation: the analysis results found that a cdh25a device was returned inside its package unopened and the individual graphic carton. Upon visual inspection, the individual graphic carton was confirmed to be 29 mm and the primary packaging was noted to be 25 mm. This condition is related to our re-boxing operation at the distribution center. Device history lot: p4t71r, mfg date: 11/04/2017 , exp date: 10/31/2022. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Device history batch: p58h56. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that that the wrong item inside the packaging, customer complaint that inside original packaging of cdh25a, item cdh29a is packed. As customer reported and attached pictures they have received under label cdh25a (outside) of the box ¿ cdh29a inside the box. Customer stated that they did not open the box before it was needed for surgery so I perhaps it was correctly sealed and packed and this is why it was noticed additionally.